Event description:
An ophthalmic surgeon reported that during surgery, the knife he was using was dull. The surgery was completed with the same knife and there was no harm to the pt.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 50x minimum magnification and found to have a damaged tip and cutting edge. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause is unk. (B)(4).